Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported incorrect flow rate which was reproduced. Evaluation was unable to determine cause. The device will be required to meet all calibration and testing specifications prior to release. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered incorrect flow rate in the biomed service department. There was no patient involvement. No additional information is available.